Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to an extrusion of the device though the skin. Further damage to the active electrode likely caused by minute device mobility is suspected. However as the device was received incomplete an exact location of the damage could not be determined. In addition the recipient experienced noise sensation due undetermined reasons. Device investigation did not reveal any device defect or damage to the device, which would explain the noise. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
On (B)(6) 2024, the user went to the hospital because the housing of the internal device had extruded and was hanging out of the skin. The device has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2024, the user went to the hospital because the housing of the internal device had extruded and was hanging out of the skin.